Event description:
Expiration date on external packaging shows date of expiration of 05/2020. Expiration date on actual implant shows: 08/2015. External packaging of two implants - lots # 6913455 showed exp. Dates of 05/2020. Internal packaging, lot # 2770707 showed expiration dates to be: 08/2015. Medical record stickers displayed lot # 6913455 with exp. Dates of 05/2020.